Event description:
Boston scientific (bsc) received information from a health care provider (hcp) and a bsc field representative that this right ventricular (rv) lead was associated with a report of patient syncope. The patient, who is pacing dependent, reported feeling light-headed on two recent occasions, similar to a syncopal episode he had experienced two years previous due to an issue with another manufacturer's lead, which was capped and replaced at the time with a lead from a different manufacturer. Subsequent device interrogation showed no stored episodes, and lead measurements were normal and stable. The patient was not physically active during either incident, and reported feeling very stressed at the time of the second recent incident. Attempts to pace the patient at a higher rate than the programmed 65 beats per minute were unsuccessful due to oversensing. A wide qrs complex was noted during right ventricular and left ventricular testing, but appeared to be associated with the lead measurement testing, according to a bsc technical services consultant (ts) who was helping troubleshoot. There was no noise, no episodes and no inappropriate sensing observed during the troubleshooting. Ts discussed troubleshooting for possible pacing inhibition and attempting to create noise through isometric exercises. There was no allegation or evidence of a device malfunction causing or contributing to the syncopal events, and the device and competitor's lead remain implanted and in service. Additional information was received that pacing inhibition was observed on the rv lead on a telemetry monitor. It was unknown if asystole greater than two seconds was observed. The device was ultimately explanted and replaced without complication. No adverse patient effects were observed during the procedure.

Manufacturer narrative:
This report will be updated if additional information is received. At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Subsequently, boston scientific received information from an implant form that this device was explanted and replaced. The device was received at boston scientific's return products department. The device was successfully interrogated by boston scientific's (B)(4) laboratory. The device was put through and passed a series of automated diagnostic tests that verified device functionality commensurate with battery status. Device analysis confirmed that the device was capable of delivering pacing and defibrillation therapies. It was concluded that this device performed normally throughout laboratory testing. Please refer to regulatory report: 2124215-2010-13636 for additional information regarding this device.